Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb shadow in image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the suction channel buckled, the root brace rubber (lg control body) cut, the objective lens scratched, the lcb distal cover glass scratched, the objective lens disinfections damage, the bending rubber worn out, the distal body worn out, the segment hard to move, the insertion flexible tube lump/wave, the light guide cable lump/wave, and the angle wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (shadow in image).